Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 400 mg/dl, which was treated with a bolus. The customer stated that the insulin pump had alarmed the night prior, she was able to resolve the issue, and then it alarmed no delivery again in the morning. She noted that a complete set change resolved the alarm. She declined troubleshooting for the issue since she had already performed a set change, and she declined return of the reservoir or infusion set for analysis. Nothing further reported.